Manufacturer narrative:
Additional information was received on 02 jun 2014 stating that the patient suffered an intraparenchymal hemorrhage 8 days post procedure and subsequently expired on (B)(6) 2014. The bleed was on the same side as the procedure; however, the location of the bleed was more distal to where the procedure was performed.same event as MDR#: 2029214-2014-00353. (B)(4).

Event description:
Treatment of a small aneurysm measuring (8mm x 6mm) located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. Due to the challenging distal landing zoned that had a wider to smaller shape, three pipelines were to be implanted in the patient. After successful placement of the first two pipelines, the third pipeline could not be released from the capture coil and it was pulled into the marksman and the entire system was retrieved from the patient. The patient was successfully treated with another pipeline (5.00mm x 12mm) in order to seal the proximal end of the pipeline construct. No patient injury was reported with the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and fully opened; however, the braid and capture coil were found damaged and may have contributed to the reported event. (B)(4).